Manufacturer narrative:
Work order search found one other similar complaint type within associated lots. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.50/+2.5/101 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2018. The lens was repositioned on (B)(6) 2018 and the problem was not resolved. The lens was explanted on (B)(6) 2019 due to low vaulting and lens rotation. Another lens was not implanted.